Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient seen in clinic today to review adaptivestim (as) on the ins. Device interrogation and as set up with confirmation of set up and sessions ended. Patient tested and working in lying supine and right side lying however no change with stand or sitting. Re-interrogated device and checked position which updated but no change in amplitude. Technical services was called and advised to restart session and use test stimulation button instead on check position, along with review with patient handset. Reconfigured and tried above step but no change with transition from sit to stand or mobile in amplitude. Patient opted to switch off as and manually use handset. It was unknown if there were any contributing factors. No surgical intervention occurred, nor was planned. Patient was alive with no injury. Additional information received reported that no cause was identified.